Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was dripping everywhere from the cartridge. Reportedly, the cartridge was filled with 600 units. The user's blood glucose (bg) level was 330 mg/dl. The bg level was addressed with a bolus. The user successfully loaded a new cartridge and resumed insulin delivery.